Event description:
Customer reportedly obtained results of 50mg/dl, 160mg/dl, and 140mg/dl within 10 minutes on the compact test system. Customer took metformin after the test comparison. No adverse event reported. No quality control was used. Requested return of suspect test system and replacement was sent. Information suggests comparison performed in the home. Compact test system: strip lot 20659041, exp 8/31/08, cat/3272672.

Manufacturer narrative:
Suspect device: compact test drum.